Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported condition was confirmed to be a tip break at the distal end. Based on returned unit evaluation, the most probable root cause of this event can be associated to ¿excessive force applied by user (bending/prying)¿. The damaged cutter tip caught on the housing window resulting in high friction that may lead to surface wear, which will weaken the tip at the contact area, eventually causing the metal tube to fracture. In sum, the unit was returned and the failure mode was confirmed.

Event description:
It was reported that during a knee arthroscopy the tip of the shaver broke away from the shaft.

Event description:
It was reported that during a knee arthroscopy the tip of the shaver broke away from the shaft.